Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was torn. During testing, all the buttons responded properly. The keypad cover was removed and no defect was found to the key contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).